Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the glenoid component. It was reported that the pt rolled over in bed and pushed herself off the bed, which caused the head to catch anterior-superiorly on the glenoid and pried it loose.